Event description:
The customer obtained two non-reproducible higher than expected vitros trop I es results (patient a, sample 2=2.34; patient b, sample 1= 0.08 vs. An expected result <0.012 ng/ml) from two different patient samples processed on the vitros 5600 system. The higher than expected patient a, sample 2 result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, patient a, sample 2 was repeat tested as patient a, sample 1 result was significantly different. Subsequently, the customer instituted a repeat test policy for all trop I results (> 0.034ng/ml) and thus the higher than expected patient b, sample 1 result was detected prior to reporting. The retest result (<0.012 ng/ml) was believed to be the true result for both patients a and b. A corrected report was issued for patient a. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros trop I es patient results were obtained while using the vitros 5600 system. There is no evidence that a reagent related issue contributed to the event. An ocd field engineer performed service actions and replaced the microwell incubator subsystem of the analyzer. Following these actions, acceptable vitros trop I es performance has been observed. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation concluded that the most likely root cause is instrument related. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.